Event description:
It was reported that the right ventricular pace/sense lead impedance fluctuated between a stable range of 500-700 ohms and greater than 1000 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pace/sense lead impedance fluctuated between a stable range of 500-700 ohms and greater than 1000 ohms which triggered a patient alert. Later, it was noted that the lead had noise, and possible of evidence of lead fracturing. The physician decided to add another pace/sense lead and capped the right ventricular pace/sense position. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.